Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. Customer could not recall further details of the event and had continued to use the pump supplies.